Event description:
IV remodulin pt. Spontaneous, (B)(6) "pt presented to (B)(6) hospital over the weekend for possible infection at central line site. Primary concern is for cellulitis and patient was discharged home with the short course of antibiotics. Given that there was some changes to his central line care last month due to skin irritation, dr. (B)(6) would like to request a home nursing visit to ensure that patient is performing proper sterile technique with central line care and/or if the patient needs to take a break from the current dressing and utilize sterile gauze in the interim". No other information provided at this time, unknown length of stay. Pt actively on opsumit and sildenafil citrate. Reported to (B)(6) by: health professional.